Manufacturer narrative:
The impella cp was not returned to the manufacturer as it was discarded by the user subsequent to removal from the patient; consequently, a device evaluation was unable to be performed. In addition, the automatic impella console data logs were not returned for analysis. A device history record review was performed. The review revealed that one pump from this lot had the pump plug replaced as part of routine rework. No other issues or rework relevant to this failure mode have been documented in the device history record. A review of the complaint data base was also performed; no complaints relevant to this failure mode have been filed for other pumps in this lot. The root cause of the access site bleeding is most likely because the patient sat up in bed, although this could not be definitively determined as the device was not available for evaluation. No corrective action is recommended because the failure mode cannot be definitively determined. (B)(4). Discarded by user.

Event description:
The complainant reported that on (B)(6) 2017 following successful patient support for 48.80 hours with an impella cp the device was removed from the patient. The patient was weaned prior to pump removal , and the patient sat up in bed prior to access site bleeding. Following the patient sitting up excessive bleeding at the impella access site began, resulting in the need for replacement blood products being administered. In addition, a fem stop was applied, and also manual pressure to the access site was applied for 60 minutes. The patient was reported to be in stable condition following this event. Additional information regarding amount of blood loss, or amount of replacement blood administered to the patient was unable to be obtained.